Event description:
Note: there was no pt involved in this event. It was reported to boston scientific corp. On (B)(6) 2009, that the packaging of an escape nitinol stone retrieval basket was observed to be torn. According to the complainant, the sterile barrier of the retrieval basket's packaging was compromised by a "slight tear". There were no other signs the retrieval basket was damaged during shipping.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).